Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found full breached insulation degradation on the connector portion of the lead. Electrical testing found conductor shorting on both portions of the lead due to procedural damage. X-ray examination found no anomalies in the connector and helix regions. The cause of the reported event was due to insulation degradation.

Event description:
Related manufacturer reference number: 2017865-2021-36843. It was reported that the patient presented in clinic for follow up with lead reproducible over-sensed noise exhibited by the right atrial (ra) lead. During the procedure an insulation breach was noted on the right ventricular (rv) lead. The ra lead was explanted and replaced. The rv lead was successfully repaired. The patient was in stable condition.